Event description:
It was reported that the device was at elective replacement indicator (eri) and had been used for about 3.5 years. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the device was returned and analyzed. The device met 95% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. We also received performance data collected from the device and have analyzed the data. Battery depletion indicated/elective replacement indicator was indicated and time of recommended replacement time in save to disk on (B)(6) 2011, device recommended replacement time less than or equal to 2.6251 volts. Weekly battery voltage trend data shows minimum